Event description:
The surgeon pre-drilled and, as the screw was being inserted, the screw head broke off. The surgeon could not remove the tip of the screw from the patient.

Manufacturer narrative:
Actual device is not available to stryker for evaluation.